Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During axsos surgery, the surgeon used the power tool to insert the screws. When the screw was tightened by the power tool, the drill bit was broke.

Manufacturer narrative:
The reported event that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of issue s-11 (implant breakage during surgery) could be confirmed, since the returned device matched the reported failure. Based on investigation the root cause was attributed to a user related issue. The failure was caused due to misuse (the surgeon is not supposed to use a power tool until the end, the final tightening of locking screws should always be performed manually as explained in the op tech). The device inspection revealed the following: visual inspection was performed and the screwdriver presented a broken tip. The fractured surface shows a peak that is surrounded by a diagonal fracture pattern. The surface of the fracture indicates that the torsional fracture occurred due to a great force, which may have been caused by a power tool. Moreover, corrosion was observed on the surface as well. Improper maintenance of the device might have lead to corrosion initiation. A review of the labeling did not indicate any abnormalities. IFU v15011 clearly states that only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Cleaning guide explains that the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During axsos surgery, the surgeon used the power tool to insert the screws. When the screw was tightened by the power tool, the drill bit was broke.